Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 298, 273 and 251 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 284 mg/dl and 263 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/21/2017 and open vial date at time of call is three days. The meter memory was reviewed for previous test result history (time not set, customer stated results were taken in the morning): the 298mg/dl (B)(6) 2017 02:15 pm fasting: yes, the 273mg/dl (B)(6) 2017 11:24 pm fasting: yes, the 234mg/dl (B)(6) 2017 01:46 am fasting: yes, the 235mg/dl (B)(6) 2017 11:17 pm fasting: yes, the 251mg/dl (B)(6) 2017 09:13 pm fasting: yes. Memory concerns: 298mg/dl.